Event description:
A caller reported an issue with incorrect time settings on a device. There was no adverse impact to the customer's blood glucose level as previous settings did not lead to levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by technical support in updating the pump time and was advised to monitor the situation and follow up if the time discrepancy exceeded five minutes again.